Event description:
It was reported that during a procedure, the generator was showing an error message when the probe was connected. Due to this connection error, the procedure was cancelled with no adverse consequence to the patient.

Manufacturer narrative:
The reported error message issue could not be confirmed. The device functioned as intended during a simulated lesion test. No visual or functional anomalies were noted. The cause of the reported error message remains unknown.